Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device. The report also represents notification of 1 event for plug - inaccurate placement intervascular. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The device is the exoseal vascular closure device but the catalog and lot number is not available. The citation is as follows 'nakamura t. (2020). Unexpected exoseal deployment into the vascular wall. Cardiovascular intervention and therapeutics, 10.1007/s12928-020-00721-y. Advance online publication. Https://doi.org/10.1007/s12928-020-00721-y'. As reported in the literature 'nakamura t. (2020). Unexpected exoseal deployment into the vascular wall. Cardiovascular intervention and therapeutics, 10.1007/s12928-020-00721-y. Advance online publication. Https://doi.org/10.1007/s12928-020-00721-y', the plug of a 6-fr exoseal® vascular closure device was unintentionally deployed into the vascular wall, causing the lumen to narrow. The intravascular surface was smooth, and the exoseal did not protrude into the vascular lumen. Symptoms of acute limb ischemia (ali) were not observed. Vascular wall thickening and lumen narrowing improved over time and were restored to baseline 3 months later. The ankle brachial index (abi) at the 3 month follow up was normal. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿inaccurate placement ¿ intravascular¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors may have contributed to the reported event. According to the instructions for use (IFU) approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported in the literature nakamura t. (2020). Unexpected exoseal deployment into the vascular wall. Cardiovascular intervention and therapeutics, 10.1007/s12928-020-00721-y. Advance online publication. Https://doi.org/10.1007/s12928-020-00721-y, the plug of a 6-fr exoseal® vascular closure device was unintentionally deployed into the vascular wall, causing the lumen to narrow. The intravascular surface was smooth, and the exoseal did not protrude into the vascular lumen. Symptoms of acute limb ischemia (ali) were not observed. Vascular wall thickening and lumen narrowing improved over time and were restored to baseline 3 months later. The ankle brachial index (abi) at the 3 month follow up was normal.